Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that 'communicator not found' continued to display when they were trying to connect to their implantable neurostimulator (ins). Patient mentioned that service code 0x5ced2fd4 displayed. Patient mentioned thehandset and the communicator were charged but they were unable to connect and kept getting an error 'retry. Not found.' Agent assisted patient in resetting the handset and the communicator but it didn't resolve the issue. Agent also instructed patient to switch communicator but it didn't work. The issue was not resolved. Patient also mentioned that they were feeling shocking sensation from the device and they were unable to turn off the stimulation due to the issue with the communicator. A replacement communicator was sent out.